Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve. The patient reported that they had poor communication. The patient was not recently implanted or had/revision surgery. The patient was implanted (B)(6) 2009 and stated he had never had his ins device tested since implant. The patient further stated that he noticed he was not able to connect with his ins 6 months prior. The patient was recommended to contact his doctor to check the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.